Event description:
Additional information was received that the surgeon was able to successfully close the perforation, and the patient was stable. The name and lot number of the temporary pacemaker was unavailable, and the device was discarded by the facility.

Manufacturer narrative:
Changed lead model # to 6416 based on information received. (B)(6).

Manufacturer narrative:
The product return has been requested, however the product has not been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, while the patient was being transferred off of the table, the screw-in lead from this temporary pacemaker dislodged and perforated the right atrium. Bleeding and tamponade was noted. Open heart surgery was performed to close the perforation. The patient is reported to be recovering from surgery. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.